Event description:
Per the clinic, patient experienced no benefit with the implant leading to device non-use. The device was explanted on (B)(6) 2020 and there are no plans to reimplant the patient with a new device as of the date of this report.